Manufacturer narrative:
Unit had broken reservoir tube lip and broken battery tube threads. Reservoir unable to lock in place. Unable to perform displacement test.

Event description:
It was reported that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, connection with reservoir compartment and pieces are breaking off on the top of the reservoir compartments. Ring of the reservoir was able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.